Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure that a c-84 error message occurred against the erbe. The intuitive tech support engineer (tse) advised the customer that the c-84 error was likely caused by the tissue being too thin when attempting to cauterize. There was no additional information provided. There were no reports of patient injury.

Manufacturer narrative:
The reported event was addressed with phone support. The field service engineer (fse) conducted an electrical safety test. The system was working properly, and no additional action was required as the issue was resolved.